Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 failed to open and was overextending due to faulty rails. A field service engineer (fse) shut down the station, removed the drawer, proceeded to replace the rails for each side and put the rails back into the station after replacement. After reinstalling the drawer, the fse used the emergency lever to open and close the drawer, allowed the application to boot up, had the customer recover and test the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer one had failed, unable to open. Drawer would make the "click" sound to open, but did not pull out automatically, user had to pull the drawer open manually. The customer reported that the malfunction resulted delay in dispensing of the medication to a patient. There were no adverse events or injuries reported based on this incident.